Manufacturer narrative:
Additional information has been requested. This report will be updated should additional information become available.

Event description:
Boston scientific received information that prior to a non-device related procedure, this cardiac resynchronization therapy defibrillator (crt-d) was found to be in safety mode. The device was turned off and reinterrogated and found to be turned back on. Boston scientific technical services (ts) and a boston scientific field representative provided assistance. The device was turned off successfully for the procedure and remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device was confirmed to be in safety mode. Review of stored memory verified that the device experienced three system resets during the time of electrocautery use, which caused the device to go into safety mode. Of note, this family of devices has been specifically designed such that if three system resets occur within approximately 48 hours, a device will enter safety mode. The behavior of this device is consistent with devices that have reverted to safety mode due to electrocautery. Design changes have now been implemented to enhance the robustness of electric circuits, such that a device would be able to withstand the rare occurrences of conducted energy that previously would have disrupted circuit performance.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received indicating that this cardiac resynchronization therapy defibrillator (crt-d) was explanted and replaced with an implantable cardioverter defibrillator (ICD). No adverse patient effects were reported.